Event description:
It was reported that the pump was unresponsive and would not turn back on after the customer had gone swimming with it. Prior to the event, the battery life was at 95%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.